Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes had label flaw. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: broken label.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1024879-2023-00577 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore, this is not considered to be a reportable malfunction.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes had label flaw. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: broken label